Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited ventricular sensing episodes falling within the blanking period. Technical services (ts) reviewed the event and explained that the ventricular sensing episodes occurred during the blanking period following atrial pacing, leading to a premature ventricular contraction (pvc). This subsequently triggered ventricular tachycardia (vt), for which the patient received anti-tachycardia pacing (atp). The atp successfully terminated the arrhythmia. Ts provided reprogramming options. No adverse patient effects were reported. This ICD remains in service.